Event description:
The advocate stated that the customer tested his blood glucose using his contour meter and another meter. The advocate could not provide exact readings, but alleged that the contour read 100 mg/dl higher than the other meter. If the contour read 200 mg/dl and the other meter read 100 mg/dl, the difference between the readings would fall in the "c" zone, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.